Event description:
It was reported that patient faced that high blood glucose level 400mg/dl and treated with correction bolus via multiple daily injections and reported that no drops of insulin observed at the end of the tubing.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site:3003442380.